Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pericardial effusion was observed on echocardiogram, and perforation was suspected. Both the right atrial lead and right ventricular lead were explanted and replaced. No further patient complications have been reported as a result of this event.